Event description:
Patient experienced heating sensation requiring the interruption of the MRI of the lumbar spine. He complained of small blister on both arms following the discontiuation of the procedure.